Manufacturer narrative:
The device (pump and tubing) were received for evaluation. The complaint was not confirmed. Manufacturer's evaluation of the pump found all functions normal; no problems found. Manufacturer's evaluation of the tubing found all specifications were met; the sample passed testing without error or leaks. Device history record for the pump revealed nothing relevant to this event. Lot number for the tubing was requested but not provided, therefore device history record review for the tubing could not be performed. Review of similar events reported to arthrex, where pump and tubing were returned for evaluation, indicate that or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. This is the first complaint of this type for this pump part/serial number combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained, a follow-up report will be submitted.

Event description:
It was reported that a knee procedure case was aborted due to fluid intrusion into the thigh. Approximately eight minutes into the case, the pump began to flow with no control. The display indicated zero pressure and began to alarm. One liter of fluid pumped into the patient's thigh. The pump was replaced with a back-up machine; the same tubing was used with the back-up pump. The surgeon attempted to finish the case but was unable due to the swelling. The case was stopped. It was reported that the swelling had significantly resolved by the end of the case, but the patient was kept for observation the reminder of the day and then released. Procedure: knee arthroscopy, loose body (tissue and/or bone chip) retrieval. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.